Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing. During testing the device was found to deliver within specifications. No device problems were verified.

Event description:
It was reported the device failed delivery accuracy testing. The measure flow rate was 7.8% below nominal. No patient involved.